Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient who underwent a primary breast augmentation with 300cc mentor smooth round moderate profile saline prostheses experienced left-sided implant deflation and bilateral capsular contracture post procedure. The patient reported that the left breast is saggy, and implant deflation was confirmed by a physician. The left sided capsular contracture was baker grade iii/IV. The baker grade of the right sided capsular contracture is unknown. As a result, the patient underwent explantation and replacement with mentor gel on (B)(6) 2021. The left sided deflation was reported initially under 1645337-2021-06697 on (B)(6) 2021. On (B)(6) 2021 mentor received additional information and initial awareness of the bilateral capsular contractures. This report relates to the right prosthesis.